Event description:
The customer reported that the device has failed microbiological testing. However, no specific microorganisms were reported. There was no patient infection reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the bending angle does not meet specification due to wear of the angle wire. The adhesive on the bending section cover was detached, chipped, cracked and has a burr. The cause of the reported complaint cannot be conclusively determined, if new and relevant information becomes available later, this report will be updated accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the tightening ring and metal part were separated. There was no significant shortage of glue to fix the tightening ring to the metal part. Therefore, no manufacturing nonconformity was confirmed. Additionally, it was confirmed that the user performed the reprocessing in accordance with the instruction manual and did not pull or rotate the tightening ring excessively. It is possible that the glue between the metallic component and plastic component deteriorated and peeled because of physical or chemical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.